Event description:
It was reported that the flow rate label on the sterile package read 100 l/hr instead of 100 ml/hr. The contents of the sterile package contained the correct pump and was correctly labeled as 100 ml/hr pump. No patient complications were reported.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter involved. I-flow has conducted a health hazard evaluation (hhe) for the typographical error on the sterile pouch and determined that there is no risk to health based on the rational below. The customer ordered a 100 ml x 100 ml/hr pump and the customer received a 100 ml x 100 ml/hr pump. The contents of the sterile pouch contained the correct pump and the pump was labeled correctly as 100 ml/hr. A retained sample of the same model and lot was tested at I-flow. The retained product was confirmed to have a flow rate of 100 ml/hr. To ensure customers are aware of the possibility of having this typographical error on the pouch label and to ensure product containment, I-flow will conduct the following actions: send an important product information notification to all customers who received the affected product. Inform customers of the typographical error on the pouch. Inform customers to verify current stock to determine if affected products is in inventory. If yes, quarantine and call I-flow for replacement. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.